Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level, bleeding at site, and sensor adhesion issues. Customer's blood glucose level was over 400 mg/dl. Customer states that they bleed. Customer decline to troubleshoot for high readings. The sensor will be returned for analysis.